Manufacturer narrative:
The symptoms took some time to rise to the current level. It was difficult for the patient to determine when symptoms started and what happened to cause them. The patient was advised by the doctor that they had psoriasis. The patient is taking medication for psoriasis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient previously implanted with two resolute onyx rx coronary drug eluting stents has been experiencing a full body rash since both stents were implanted. It is indicated that the rash looks like eczema. It was queried if the stent could have caused the rash. The patient was advised to contact their physician to request a metal allergy test to determine if they have a nickel allergy. It is indicated that the patient is currently being treated for the reaction.